Event description:
It was reported that when the shaver was used during surgery, metal shavings were coming off of the device.

Manufacturer narrative:
Final device investigation of the shaver revealed damage to the distal tip of the inner shaver. There were no noticable shavings or scored areas on the device. The inner shaver appeared to have been lubricated and the shafts appeared to be straight upon testing. Under magnification, the inner shaver's cutting surface appeared to be damaged. The edges were rolled over and a small section of the hood was missing consistent with contact with another hard object.